Event description:
It was reported the patient¿s lead broke while being pulled through tissue.

Manufacturer narrative:
Concomitant medical products: product ID: neu_interstim_ins, serial# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).